Manufacturer narrative:
The device has not yet been returned for analysis. The evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. The manufacturer's internal reference number is: (B)(4).

Event description:
On (B)(6) 2026, a healthcare professional reported that a glidewell ht implant failed. The patient presented on (B)(6) 2025 for a primary procedure on tooth #13. The patient returned on 02/14/2026 after abutment attachment, feeling the implant loose. Upon examination, the provider noted that the implant failed due to a lack of primary stability. The device was removed on (B)(6) 2026. Bone grafting was done. No permanent injuries were reported.